Event description:
It was reported that the patient was on chemotherapy for larynx cancer when he sustained his tha dislocation, left side (probably due to sever muscular hypotrophy). Upon surgery we found that the biolox head had sever metalloid staining and scratching on the insert.

Manufacturer narrative:
The manufacturer did not receive explanted devices, numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However there is no indication for a product failure. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).